Event description:
Customer reported that the reservoir was not advancing to rewind despite trying multiple times. It was noted that there may be a keypad issue. Customer's blood glucose reading at the time of the call was 126 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly and no damage was noted on the keypad assembly. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip and minor scratches on the display window.